Event description:
The patient's wife reported the patient's device was replaced due to "bad capacitors." Previous information received with the returned device reported the device had normal eri (elective replacement indicator) and was explanted due to the field advisory. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.